Manufacturer narrative:
(B)(4). Date sent: 2/13/2020. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Date sent: 1/13/2020. Additional information was requested and the following was obtained: was the device on a vessel/artery when it would not open? No. If yes, how was the device removed? (I.e. Cut off, forced opened) cut off the vessel. If cut off, did this cause a change in the plan of care for the patient? Yes. Did the removal cause any damage to the vessel/artery? The surgeon did not mention about it. If yes, what is the damage and how was the damage repaired? With prolene suture. Did the surgeon continue the case with this same device? No, he used another device.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that the jaw did not open. There were no patient consequences reported, and it's unknown if the procedure was delayed or completed successfully. It's unknown whether fragments were generated or removed easily without additional intervention, or if any other medical intervention was required.